Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2011; inratio: 3.1; reference: 2.4; mean: 2.75; confidence limits: 1.7-3.8. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. No product associated with the complaint is expected for return. No further testing is needed. One discrepant complaint has been reported for lot #247453 yielding a complaint rate of 0.001%. It is below the action threshold of 0.07%. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 3.1; lab: 2.4.